Manufacturer narrative:
Manufacturing date not available at the time of this report. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with diffuse lemellar keratitis (dlk) with slight central involvement in both eyes. The topical steroid dosage was increased and a flap lift and rinse was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities.  Bcva from (B)(6) 2017: right eye pre-op 20/20 -4.75 x -1.00 x 23, left eye pre-op 20/20 -5.00 x -.50 x 140. This report is for the visx laser. A separate report is being submitted for the intralase system.

Manufacturer narrative:
In the initial report it was reported that the manufacturing date for the system was unknown/not provided however, the manufacturing site has provided the date as 1/13/1998. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.